Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis. Neuropace was notified of the explant on 5/20/2021.

Event description:
On (B)(6) 2020, the patient presented with purulent drainage from the incisions over the left and right burr hole covers. A wound washout was performed and the patient was placed on long-term antibiotics. The rns neurostimulator and leads were subsequently explanted in (B)(6) 2020. Diagnosed by the treating center as a deep incisional infection.